Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen. No significant events leading to the issue was observed. The customer was advised to discontinue use of pump and revert to backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No critical pump error (open book image) noted during testing. Unit passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. Device had high sleep current measurement due to corroded electronic assembly. The motor had moisture damage.